Event description:
Reportedly, a premature battery depletion occurred. The patient required an urgent replacement of the device as the battery had depleted earlier than expected based on last check.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, a premature battery depletion occurred. The patient required an urgent replacement of the device as the battery had depleted earlier than expected based on last check.